Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the helix was partially extended and stretched at the very end and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure when the physician placed the right atrial (ra) lead it yielded low amplitude measureemnts without current of inury. Thus the lead was repositioned. However upon repositioning the helix would not extend. The ra lead was attempted and not implanted. No adverse patient effects were reported.